Manufacturer narrative:
(B)(4)/ concomitant medical products - kne-other-femorals, catalog #: unknown, lot #: unknown and kne other-bearing, catalog #: unknown, lot #: unknown. Report source - (B)(6). The complaint device was discarded, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04027 & 0001822565-2017-04029. Product was discarded.

Event description:
It was reported that the patient underwent first stage revision surgery approximately nine years post-implantation due to infection, loosening and bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.